Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: the pt suffered injury and damage associated with his use of defective product, a bard composix kugel hernia patch. The pt alleges to have suffered disabling pain, required surgical intervention and died, as a result of complications caused by the patch.